Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a thr procedure on (B)(6) 2022 it was noticed intraoperatively that the pe inlay matching the just inserted redapt titanium cup "jumbo size" was not available. The absence of the inlays for the jumbo sizes was not noticed. Temporarily, an unkn redapt hip instr inlay was used and two days later the original implant will be placed. In addition, the affected loaner set has been at kh neu-mariahilf (göttingen) for about one year and was requested by the ev. Krankenhaus göttingen-weende from there for this surgery. The loan set contains the jumbo sizes of the ti cups (without pe inlays). It is unknown if there was any delay as consequence of this problem. The new planned surgery was performed successfully on (B)(6) 2022.

Event description:
It was reported that during a thr procedure on (B)(6) 2022, it was noticed intraoperatively that the pe inlay matching the just inserted redapt titanium cup "jumbo size" was not available. The absence of the inlays for the jumbo sizes was not noticed. Temporarily, an unkn redapt hip instr inlay was used instead of an unkn redapt implant (unavailable at the time), and two days later the original implant will be placed. In addition, the affected loaner set has been at kh neu-mariahilf (göttingen) for about one year and was requested by the ev. Krankenhaus göttingen-weende from there for this surgery. The loan set contains the jumbo sizes of the ti cups (without pe inlays). It is unknown if there was any delay as consequence of this problem. The new planned surgery was performed successfully on (B)(6) 2022.

Manufacturer narrative:
Additional information: b5, d6a, d6b d1, h6, h5, h8.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported that during a thr procedure on (B)(6) 2022, it was noticed intraoperatively that the pe inlay matching the just inserted redapt titanium cup "jumbo size" was not available. Temporarily, an unkn redapt hip instr inlay was used. It is noted liner revision was performed successfully on (B)(6) 2022. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient impact beyond the reported event cannot be determined. No further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include user error and/or surgical set-up preparation error. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).